Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer states their device went into threshold suspend. The customer states their sensor reading was 400mg/dl, and their blood glucose was 240mg/dl. Troubleshoot was conducted, the device is being replaced and returned for analysis.